Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 9, which was resettable. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.